Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported to the health authority that during a combined cataract/vitrectomy procedure the handpiece made a "ding ding" sound after it came in contact with the patient. The surgeon noticed a white plume which was removed from the eye. The surgeon noticed that 80% of the temporal wound tunnel was missing. The wound was closed with nylon sutures. On the next day the wound continued to leak and the patient was taken back to the operating room for a second procedure. The customer indicated that the patient had a possible paradoxical effect to the sedation medications in which the patient needed to be incubated. The patient was not able to follow commands and was moving all over. It was also indicated that it was uncertain if the incident was due to equipment failure or a communication problem between the surgeon and the scrub technician because the settings were incorrect.